Event description:
Sr-90 radiation sources could not return to transfer device after an "ivbt" case. Sources "stuck" near hub. Catheter and sources were removed from patient and placed in acrylic box. Transfer device, catheter with sources sent back to manufacturer.